Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d.6b, g1, h6.

Event description:
Patient reported left side capsular contracture baker grade unknown, rupture and seroma. The device has been explanted.

Manufacturer narrative:
(B)(4) . A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reasons for reoperation: capsular contracture baker grade unknown, rupture and seroma.

Event description:
Patient reported unknown side capsular contracture baker grade unknown, rupture and seroma. The device has been explanted.